Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a button error alarm after priming the insulin pump. The customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.